Manufacturer narrative:
(B)(4). Baxter received one sample for evaluation. Visual examination confirmed ruptured condition. A tier ii corrective and preventive action (CAPA), im-CAPA (B)(4) was opened to investigate the root causes that led to this failure mode. A batch review was conducted, which observed no nonconformances.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted.

Event description:
It was reported to baxter (B)(4) that the reservoir of (1) infusor two day device ruptured during patient use at the hospital. There was no patient injury or medical intervention reported. No additional information is available.